Event description:
Customrer reported that the insulin pump emptied the entire reservoir into him and his blood glucose level was low all day. Customer stated that after a full day of treating the low blood glucose level, he experienced a high blood glucose level of over 400 mg/dl. Customer stated that he failed to receive an alarm to make him aware of his high blood glucose level. Customer also stated that the transmitter gave him a low reading in the range of 50 mg/dl when his blood glucose level was in fact 126 mg/dl. Customer also reported experiencing a low blood glucose level of 36 mg/dl the previous week. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.